Event description:
This patient was implanted with the vocare bladder system in 2002, and experienced high residuals post-implantation. Approximately one month following device implantation, the patient underwent a procedure to reposition the extradural electrode and tie it closer to the nerve root. The response was improved intraoperatively, but poor response was again experienced post-operatively. The same week, another surgery was performed in which a nick in the insulation of the lead was observed. At this time, a new electrode was implanted to replace the malfunctioning electrode. The original electrode was left implanted with the new electrode connected to the implanted stimulator.